Event description:
Note: this report pertains to one of two endovive standard peg kit push methods used in the same patient and procedure. It was reported to boston scientific corporation that an endovive standard peg kit push method was used in the stomach during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2025. During the procedure, the first peg tube corkscrewed at the bottom and the physician was unable to advance the tube along the wire and into the patient. The 2nd peg tube broke in half when the physician was pulling it through the patient. The procedure was completed with another endovive standard peg kit push method. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of feeding tube detached.